Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7269936.

Event description:
It was reported that the patient experienced sharp pain in arch of right foot that would not stop following a trial procedure. The patient underwent a spinal cord stimulation (scs) lead pull. The patient was doing well postoperatively. No further information has been obtained.